Event description:
It was reported that during a full supply change with flex infusion sets, the user advanced to tubing fill but observed no drops despite attempting to push approximately 70 units; the pump was rewound and the cartridge removed, at which point the user realized an empty cartridge had been inserted, after which a new cartridge was filled and a complete supply change was performed, and insulin delivery was resumed. There were no reported adverse clinical signs and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education performed remotely. Investigation of this case revealed user error related to incorrect supply change steps, with no device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during cartridge preparation and installation.